Manufacturer narrative:
This report is being filed to provide additional information and also to correct field b5: describe event or problem and h6: patient codes.

Event description:
It was reported that the right ventricular (rv) threshold had increased dramatically within a few days time and was higher than the pacemaker output, resulting in intermittent loss of capture. The pacemaker outputs were increased which led to faster depletion of the battery. Last year the battery longevity was six years and recently was only two years. It was thought that the high thresholds were due to vegetation around the rv lead. The patient was dependent and experienced some dizziness, syncope, shortness of breath, low heart rate and low energy. The rv lead remains in service at this time. It was additionally reported that the rv threshold had again increased significantly, from 2.6 v at 1 ms to 4.5 v at 1 ms. The patient did not have any type of fall or injury that could have caused lead displacement and impedance values were normal and stable. The device was at maximum output. Technical services suggested the possibility of a new underlying physiologic condition. The patient experienced dizziness, syncope and heart palpitations, though it wasn't clear if the symptoms were device-related. It was thought that the patient was dependent, but when the device was programmed to vvi 30 an escape rhythm came through. The rv lead remains implanted and in service. It was reported that surgical intervention was undertaken as a result of the previous reported clinical observations. The pacemaker was explanted and replaced with a non-boston scientific device. The status of this right ventricular (rv) lead is unknown at this time. No additional adverse patient effects were reported. Additional information was requested, however, no additional information is available at this time.

Event description:
It was reported that the right ventricular (rv) threshold had increased dramatically within a few days time and was higher than the pacemaker output, resulting in intermittent loss of capture. The pacemaker outputs were increased which led to faster depletion of the battery. Last year the battery longevity was six years and recently was only two years. It was thought that the high thresholds were due to vegetation around the rv lead. The patient was dependent and experienced some dizziness, shortness of breath, low heart rate and low energy. The rv lead remains in service at this time. It was additionally reported that the rv threshold had again increased significantly, from 2.6 v at 1 ms to 4.5 v at 1 ms. The patient did not have any type of fall or injury that could have caused lead displacement and impedance values were normal and stable. The device was at maximum output. Technical services suggested the possibility of a new underlying physiologic condition. The patient experienced dizziness and heart palpitations, though it wasn't clear if the symptoms were device-related. It was thought that the patient was dependent, but when the device was programmed to vvi 30 an escape rhythm came through. The rv lead remains implanted and in service.

Event description:
It was reported that the right ventricular (rv) threshold had increased dramatically within a few days time and was higher than the pacemaker output, resulting in intermittent loss of capture. The pacemaker outputs were increased which led to faster depletion of the battery. Last year the battery longevity was six years and recently was only two years. It was thought that the high thresholds were due to vegetation around the rv lead. The patient was dependent and experienced some dizziness, syncope, shortness of breath, low heart rate and low energy. The rv lead remains in service at this time. It was additionally reported that the rv threshold had again increased significantly, from 2.6 v at 1 ms to 4.5 v at 1 ms. The patient did not have any type of fall or injury that could have caused lead displacement and impedance values were normal and stable. The device was at maximum output. Technical services suggested the possibility of a new underlying physiologic condition. The patient experienced dizziness, syncope and heart palpitations, though it wasn't clear if the symptoms were device-related. It was thought that the patient was dependent, but when the device was programmed to vvi 30 an escape rhythm came through. The rv lead remains implanted and in service. It was reported that surgical intervention was undertaken as a result of the previous reported clinical observations. The pacemaker was explanted and replaced with a non-boston scientific device. The status of this right ventricular (rv) lead is unknown at this time. No additional adverse patient effects were reported. Additional information was requested, however, no additional information is available at this time. It was reported that additional information was received that threshold measurements had been fluctuating. Multiple programming changes were made to outputs as a result. Subsequently, the device reached elective replacement indicator (eri), and was explanted and replaced with a non-boston scientific device. The rv lead was also explanted and replaced with a non-boston scientific lead during the procedure.

Event description:
It was reported that the right ventricular (rv) threshold had increased dramatically within a few days time and was higher than the pacemaker output, resulting in intermittent loss of capture. The pacemaker outputs were increased which led to faster depletion of the battery. Last year the battery longevity was six years and recently was only two years. It was thought that the high thresholds were due to vegetation around the rv lead. The patient was dependent and experienced some dizziness, shortness of breath, low heart rate and low energy. The rv lead remains in service at this time.